Event description:
It was reported that the diagnostics showed zero percent pacing. Since no atrial lead was implanted, no diagnostics can be collected for the percent of pace/sense as the intervals require the presence of an atrial lead. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.